Event description:
As reported by the user facility: date of occurrence approx in september. Maintenance fluid running set at correct rate, alarmed, nurse responded and rate jumped to 1125, infused d5lr (dextrose 5 with lactated ringer). Continuous infusion, pump run 2-3 days therapy before occurrence. Pump was shut off and put aside for repair. Pt was put on therapy again with a new pump. Rate and volume was around 100 to 125. Approx 600 ml remained in IV container. The IV set was not saved. No injury to pt.

Manufacturer narrative:
(B)(4). B braun medical inc, is submitting a single report on behalf of b. Braun (B)(4) (the MFR), and (B)(4) (the importer). This report has been identified as b. Braun (B)(4) internal report# (B)(4). The MFR's investigation into this reported event is ongoing. A follow up report will be filed when the investigation is completed.